Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during device evaluation, the rigid laparoscope had damaged fiber in the outer tube (distal end). There was no patient involvement.